Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient reported that sensor has been giving no readings and said that he was already getting inaccurate readings starting on (B)(6) 2025. The cgm was reading low (no value reported) but the patient was not feeling hypoglycemic. The patient didn't experienced any symptoms. On (B)(6) 2025 (saturday), the patient was preparing his meal and said he was still getting inaccurate readings. The patient reported then feeling dizzy and had headaches. The dexcom mobile app/omnipod 5 was showing a cgm reading of 101 mg/dl and his brother helped him take a finger stick reading which read 45 mg/dl. He sat down and drank orange juice. After that, he collapsed and hit the side of his head on a shelf, which resulted to bleeding. His brother tried to stop the bleeding and after it had subsided, his brother waited about 45 minutes to an hour before driving the patient to the emergency room on that same day. At the health center, he was treated with moulton (pain reliever). No medication was provided for his blood glucose. No finger stick readings were taken at that time. The blood glucose was already getting stable. He stayed at the emergency room for about 6 hours before being discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when it was taken on (B)(6) 2025 when the inaccuracy started. The reported glucose values fall within the c zone of the parkes error grid was taken at the time patient felt the symptoms on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.